Manufacturer narrative:
During the return device analysis, the reported entrapment of device (clip caught on chordae), difficult to open or close (gripper actuation - single) and unintended movement (clip open-locked) could not be replicated in a testing environment. Additionally, the actuator coupler was found to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) appears to be due to procedural conditions. The reported difficult to open or close (gripper actuation - single) appears to be a result of the clip getting caught in the anatomy. The cause of the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. The observed corrosion on the actuator coupler appears to be due to a consequence of exposure to a residual saline solution to the device post-procedure. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip caught in chordae, single gripper actuation issue, and clip opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, flail and prolapsed posterior leaflet (p2), calcification under the posterior leaflet, calcification of the anterior leaflet at the annulus. A mitraclip xtw was advanced to the ventricle, but the clip became caught on the anterior leaflet. The tip of the anterior leaflet appeared to be hanging in the corner between the gripper and clip arm. The anterior gripper could no longer be lowered. Attempts to remove the clip were made but was not successful. The clip was implanted in place. After detachment from the clip delivery system, and while going from sloppy neutral, the clip opened from 5 degrees to approximately 20 degrees. The procedure was completed with one clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.